Event description:
It was reported that 25 of the bd pegasus¿ safety closed IV catheter system were leaking. The following was translated from chinese to english: according to the sales report, the head nurse has accumulated 25 problematic products since july 18, and found that the isolation plug oozes blood during the use of the patient.

Manufacturer narrative:
H.6. Investigation summary: a device history review was conducted for lot number 2228390. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Although photos were submitted for evaluation, the effected sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. H3 other text : see h10.

Event description:
It was reported that 25 of the bd pegasus¿ safety closed IV catheter system were leaking. The following was translated from chinese to english: according to the sales report, the head nurse has accumulated 25 problematic products since (B)(6), and found that the isolation plug oozes blood during the use of the patient.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. E.1. Initial reporter phone #: (B)(6). H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.